Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event, the attune ps fem trial has scratches, nicks on the flange area, and the crack was located the color coded indicator . The nicks are due to unintended contact of the saw blade with the trial during surgery. The scratching and general wear is consistent with repetitive contact with patient bone and other devices during trial range of motions over the life of the device. The root cause is being attributed to unintended user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial has a crack above the box on the flange and the doctor asked me if it could be replaced before it breaks in two. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.